Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a few minutes after starting an abraxane 38mg/100mls chemotherapy infusion the tubing separated at the upper fitment and leaked approximately 100mls of fluid onto the pump and floor at the acp med oncology unit. The university emergency response team was called and the chemotherapy spill was appropriately cleaned up. There was no report of patient harm.